Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 500 mg/dl with diabetic ketoacidosis and vomiting. Cause of elevated bg was unknown. The customer changed pump supplies prior to the emergency room visit to address bg, and was treated with intravenous fluids of saline while in the emergency room. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the emergency room. Customer declined follow up to obtain additional information. Additionally, it was reported that the pump was not working properly. No additional information was provided regarding this issue. Customer reverted to an alternate method of insulin therapy.